Event description:
MFR rec'd report from MFR, in another country, that during spinal anesthesia, in view to an osteosynthesis femoral fracture of pt, an alleged product malfunction occurred. The introducer needle was positioned intersomatic l3-l4, and the tip of the needle detached and remained in the subcutaneous layer of the pt. The needle tip was removed by the surgeon under radiological control. As a result, surgery was delayed for two hrs.